Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The device had corroded motor home switch. It was unable to verify the sensor anomaly due to the blank display. The device was also received with broken belt clip slot, cracked case at the display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump has a crack and fluid can be seen inside the device at the piston area and the lcd display. Blood glucose value was 80 mg/dl. The customer stated that the moisture could be from working out or from watering the garden. The customer explained the crack has been there for about a month and goes from the upper right corner of the screen towards the end of the device. The customer stated she did not drop or bumped the insulin pump. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.